Event description:
On (B)(6) 2012, the patient contacted animas alleging that she has been experiencing blood glucose (bg) readings of "high" (>33 mmol/l) for the past two weeks. The patient reported the presence of ketones, but denied any nausea or vomiting. The patient stated that the evening of (B)(6) 2012, she discontinued insulin pump therapy (ipt) and went on insulin injections. The patient reported that her bg after switching to injections resolved to 1.6 mmol/l. A review of the pump's histories indicated that all settings and histories were correct. The patient denied any site or set issues and confirmed that the insulin is clear and not expired. The patient stated that she rotates insertion sites and was not aware of any scar tissue. The patient noted that with the recent elevated bg's she was changing her sites every other day. During troubleshooting, the patient primed into the air and was able to see insulin coming from the tubing. Troubleshooting indicated the pump was delivering insulin appropriately, and customer support advised the patient to discuss the bg elevations with her health care provider (hcp). The patient was to resume ipt after discussion with her hcp. There was no product defect found, however this complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.